Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d)and transvenous implantable exhibited an episode of noise on the rate/sense and shock channels, which resulted in oversensing and pacing inhibition. The noise was not reproducible and all lead measurements were normal. Guidant received additional information that an invasive procedure was performed. Lead integrity was checked and the setscrews were tightened, but the noise remained. The device was explanted and replaced; however, the noise was not resolved. The lead will likely be replaced.